Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR report: 1627487-2016-04074, reference MFR report: 3006705815-2016-00338. The patient had 2 extensions with the same lot number. It was reported the patient was not receiving effective stimulation. Lead diagnostics found multiple low impedances on one side (1-8) of the lead and multiple high impedances on the other side (9-16). Reprogramming was unable to resolve the issue. X-rays showed a slight pull out of the extension from the ipg header at 1-8 port. The patient underwent surgical intervention on (B)(6) 2016. The physician decided to remove the extensions and relocated the ipg pocket site. Stimulation has been restored and the patient has coverage of the pain pattern.